Event description:
It was reported by a neurologist that she was not able to complete normal/system mode diagnostics and pt's programming settings were changed due to interrupted system diagnostics. MFR's rep troubleshot the vns device a day later and found that pt's device did not communicate with vns wand due to interference with monitoring equipment present in the epilepsy monitoring unit room. The pt's settings were also changed. The pt's device settings were set to intended settings of output current: 2.5 ma. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended.

Manufacturer narrative:
Healthcare professional notified the MFR.